Event description:
As reported by the user facility: brief inquiry description. Air in line alarm. Detailed inquiry description. Vancomycin hung on braun pump, but after flushed thru the pump and started the pump ran for 5 minutes and then alarmed air bubble. We responded to air alarm and removed from pt. And reflushed as prompted and reconnected to pt. Tiny air bubbles noted in the IV tubing. Again, after restarted the IV pump again alarmed air bubble. The pump was again stopped as prompted, removed from pt. Connection and reprimed as noted again. Reconnected to pt. And started. A third air bubble alarm noted after restarted. The antibiotic was then reprimed and placed on our old b braun pumps and infused as ordered. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.